Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. It was reported that the facility's clinical engineering biomed would be performing the inspection and repair of the iabp unit. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a potential issue with the interference that may have caused issues with triggering the device. It was also reported that the device was possibly removed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a potential issue with the interference that may have caused issues with triggering the device. It was also reported that the device was possibly removed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a potential issue with the interference that may have caused issues with triggering the device. It was also reported that the device was possibly removed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e2, e3, g3, g4, g7, h2, h10. The customer reported that they do not have additional information regarding the reported issue. If additional information becomes available a supplemental report will be submitted. Full name of initial reporter: (B)(6).